Manufacturer narrative:
The equipment used for the second and third shocks: the equipment used for the first shock: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation summary: the equipment used for the first shock: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: the equipment used in the first shock: monitor sn (B)(4): 02/17/2011 reuse; electrode belt sn (B)(4): 07/15/2015 reuse. The equipment used in the second and third shocks: monitor sn (B)(4): 10/02/2012 reuse; electrode belt sn (B)(4): 04/09/2014 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections wasrapid af rate and CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Zoll became aware of additional information related to the incident: a us distributor contacted zoll to report that this patient received two additional treatment shocks and passed away on (B)(6) 2016. The patient was using monitor sn (B)(4) and electrode belt sn (B)(4) for the first shock. The first shock occurred at 09:30:11 am on (B)(6) 2016. It was reported that the patient was conscious at the time of the first shock. The patient pressed the response buttons, but not prior to the treatment delivery. The response buttons functioned appropriately. Rapid atrial fibrillation contributed to the false detection. The patient's equipment was exchanged by a patient support services representative. The patient was given monitor sn (B)(4) and electrode belt sn (B)(4), which was the equipment used during the second and third shocks. Sometime after the visit with the patient representative, the patient was taken to the hospital. The second and third shocks occurred at 10:11:04 pm and 10:16:02 pm on (B)(6) 2016 while the patient was in the hospital. It was reported that the patient was unconscious during these shocks and that hospital staff witnessed the event. CPR artifact contributed to the false detections. Following the third shock, the detected rhythm was bradycardia at 10 bpm degrading to asystole. The electrode belt was then disconnected at 11:37:58 pm on (B)(6) 2016. It was reported that the patient passed away on (B)(6) 2016, although the exact time of death is unknown. However, the rhythm at the time of device removal was bradycardia degrading to asystole, both of which are non-treatable rhythms. The equipment was fully functional upon receipt. No sustained ventricular tachycardias or fibrillations were detected. There is no indication that the lifevest caused or contributed to the patient death. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was reportedly conscious and pressed the response buttons during the event. Rapid atrial fibrillation contributed to the false detection. Review of the event indicates that the response buttons were pressed appoximately one and a half minutes prior to shock delivery. The response buttons functioned appropriately. There is no indication that the patient required medical attention following the event. The patient continued use of the device.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: monitor (B)(4) and belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation includes review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Functional testing is still underway. Device manufacture date monitor: (B)(6) 2011. Electrode belt: (B)(6) 2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was multiple counting of tall t-waves and oversensing of small signal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was reportedly conscious and pressed the response buttons during the event. Rapid atrial fibrillation contributed to the false detection. Review of the event indicates that the response buttons were pressed appoximately one and a half minutes prior to shock delivery. The response buttons functioned appropriately. There is no indication that the patient required medical attention following the event. The patient continued use of the device.